Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to power on) has been confirmed. As received, the monitor was unable to power on. The cause for the failure was isolated to corrosion and thermal damage to multiple components on the computer/analog board and thermal damage to components u15, u16, u17 and u18 the defibrillator pca. The root cause for the corrosion and thermal damage was ingress of an unknown substance. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that the monitor was unable to power on.